Event description:
As reported by the field clinical specialist, post transfemoral transcatheter pulmonic valve replacement (tpvr) procedure, the 26 mm sapien 3 valve failed due to stenosis. A valve-in-valve was performed, and a 23 mm sapien 3 ultra valve was implanted. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing. H3 other text : the valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings and investigation conclusion. Implantation of thv-in-pulmonic position using the sapien 3 ultra valve with the commander ds is not an indicated use of the device. Therefore, this was off-label operation. The event reported (stenosis) is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. The complaint for stenosis was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.